Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic. Upon interrogation of the patient's pacemaker, it was found there was a sharp drop in battery longevity estimates between october 2020 and now. Technical services determined the device had overestimated the longevity of the pacemaker in october. No intervention was performed, and it was decided to continue to monitor the device. The patient was asymptomatic.